Event description:
This complaint was created due to the receipt of a medwatch report # mw5170269 on 23may25. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6700-001, electrosurgical unit footswitch, device. It was stated that the device was being used during a laparoscopic cholecystectomy on (B)(6) 2025. The report stated, "during a laparoscopic cholecystectomy procedure, the electrosurgical unit pedal had stopped working. The pedal was replaced with a different pedal that worked from the equipment room. Upon completion of the procedure after taking the surgical drapes off the patient a small area of open skin was noted 4.5cm x 0.5 cm on the patient left upper quadrant. The area was immediately cleaned with normal saline and derma bond applied. A dry non-adhering dressing was placed on the area and secured with a tegaderm. The patient was discharged home in stable condition". Assessment questions were sent to the reporter and tried to confirm a relationship between the malfunction of the device and the reported injury to the patient; however, there was no statement to explain if or how that malfunction was the cause of the injury. Further information was requested as to what other devices may have been used in the procedure and no response has been given to conmed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A device history review (DHR) cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 61 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report # mw5170269 on 23may25. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6700-001, electrosurgical unit footswitch, device. It was stated that the device was being used during a laparoscopic cholecystectomy on (B)(6) 2025. The report stated, ¿during a laparoscopic cholecystectomy procedure, the electrosurgical unit pedal had stopped working. The pedal was replaced with a different pedal that worked from the equipment room. Upon completion of the procedure after taking the surgical drapes off the patient a small area of open skin was noted 4.5cm x 0.5 cm on the patient left upper quadrant. The area was immediately cleaned with normal saline and derma bond applied. A dry non-adhering dressing was placed on the area and secured with a tegaderm. The patient was discharged home in stable condition.¿. Assessment questions were sent to the reporter and tried to confirm a relationship between the malfunction of the device and the reported injury to the patient; however, there was no statement to explain if or how that malfunction was the cause of the injury. Further information was requested as to what other devices may have been used in the procedure and no response has been given to conmed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.